Event description:
This case was initially received via (B)(6) ((B)(4)) on 27-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") and asphyxia ("suffocations") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced asphyxia (seriousness criterion medically significant), tachycardia ("tachycardia"), tremor ("tremors"), dyspnoea ("difficulty breathing"), dizziness ("dizziness"), memory impairment ("memory problem"), disturbance in attention ("concentration problem") and visual impairment ("decrease in vision"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with verapamil hydrochloride (isoptine), nadolol (corgard) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, asphyxia, tachycardia, tremor, dyspnoea, dizziness, memory impairment, disturbance in attention and visual impairment outcome was unknown. The reporter provided no causality assessment for asphyxia, disturbance in attention, dizziness, dyspnoea, medical device removal, memory impairment, tachycardia, tremor and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 30_nov_2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 674 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.